Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient is receiving effective therapy. The rep also noted the leads will be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during implantation of permanent percutaneous leads, scar tissue precluded surgeon from ideal percutaneous placement. The patient has met with reps subsequently and after multiple attempts of re-programming them, but did not get relief in his left leg. Decision made today to replace existing percutaneous leads with surgical lead. This surgery is scheduled to take place (B)(6) 2021. Additional information received from the rep reported the surgeon was able to successfully re-thread existing right percutaneous leads with a stylus open from a newly opened 977a260 lead. Unable to re-thread existing left percutaneous leads with the stylus referenced previously. Attempted to implant the percutaneous leads from the 977a269 lead kit but due to scar tissue, could not advance lead past t 10. Explanted both existing percutaneous leads and implanted a 977c265 surgical lead. Postoperatively, patient felt stimulation in his lower back and bilateral legs with low density settings. Programmed onto dtm settings and will follow up with patient in subsequent days to see if therapy is effective.

Manufacturer narrative:
H3. Serial # (B)(6), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Serial # (B)(6), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. H6. Evaluation result code 3221 does not apply. Evaluation method code 4114 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.